Manufacturer narrative:
The clinical retrospective analysis does not represent new risks. The skin heating was identifiable in the real time thermal images. This was observed by the clinical team and a decision was made to continue despite the possible risk. After follow up visit, the site reported that the skin burn was healed without any complications.

Event description:
After uterine fibroid treatment the treating physician reported severe skin burns. In 2 weeks follow up, site reported that the wounds are healing and no signs for superinfection. In 2 months follow up, site reported that all skin burns healed without complications.

Manufacturer narrative:
No new risks related to device performance were identified.

Event description:
This report pertains to one of three events that were received from the same site in the same timeframe. After uterine fibroid treatment the patient presented with severe skin burn.